Manufacturer narrative:
The device has been returned and evaluated by product analysis on 4/30/2018 with the following findings:a review of the pump¿s black box and alarm history showed evidence of a significant voltage drop leading to a call service 128 alarm. The battery compartment and returned battery cap were found to be undamaged, free of moisture ingress, and able to properly secure during testing.   During testing, the pump successfully completed the rewind, load, and prime steps without any power interruptions or issues. The pump successfully completed the 24 hour duration test without any power or reset issues.  The pump¿s electrical draws were tested and found to be within required specifications. The pump cover was opened and moisture was observed on the continuous glucose monitoring module. The original complaint of a battery life issue was noted in the pump history but unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue; less than expected. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.